Event description:
It was reported that mesh was explanted. No other information has been provided.

Manufacturer narrative:
The subject product has not been returned for evaluation to date. A follow up report will be submitted when/if subject product is returned and evaluated.